Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu indicates: "caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
It was reported that thrombus formation occurred. The moderately tortuous target lesion was located in the aortic arch. A 18mm x 40cm interlock¿-35 was selected for use. During the procedure, a non bsc introducer sheath was inserted from the right inguinal part. Then, a non bsc angiographic catheter was advanced to the indwelling instrument for forming an embolus. In order to perform coil embolization in the endoleak part, two 20mm x 40xm interlock¿-35 coils were placed. When the unspecified third coil was attempted to be placed, it detached prematurely in the hub part of the angiographic catheter. The coil was then removed using a forceps. Furthermore, the physician tried to use another 18mm x 40cm interlock¿-35; however, it was noted that the coil was unable to advance inside the angiographic catheter. The physician judged that a thrombus had adhered and stuck due to insufficient flushing. A new 18mm x 40cm interlock¿-35 was used and placed instead. Moreover, three 15mm x 40cm interlock¿-35 were placed. Then, the physician attempted to further place a 15mm x 40cm interlock¿-35; however, it detached early at the hub part of the angiographic catheter. Finally, a new 15mm x 40cm interlock¿-35 was used and placed; and a vascular embolization device for promoting the use of embolization completed the procedure. No further patient complications were reported and patient's status was good.